Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure an attempt was made to re-use the device when it was noted that the tip of the balloon catheter had separated. The device was removed and reportedly no pt injury occurred. No further info was provided.